Manufacturer narrative:
A medical image was provided to the manufacturer for review. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway.

Event description:
It was reported that approximately three months post stent placement via left femoral artery approach to treat right lower extremity arteriosclerosis obliterans, an angiography allegedly demonstrated a stent fracture. Reportedly, an additional procedure was required to place a new stent. There was no reported patient injury post additional stent placement.

Event description:
It was reported that approximately three months post stent placement via left femoral artery approach to treat right lower extremity arteriosclerosis obliterans, an angiography allegedly demonstrated a stent fracture. Reportedly, an additional procedure was required to place a new stent. There was no reported patient injury post additional stent placement.

Manufacturer narrative:
H10: manufacturing review: a lot history review was completed, which identified that this is the first complaint reported for this lot number. Investigation summary: five x-ray videos were provided for evaluation. The videos were all filmed from a desktop monitor from a side angle. Based on the videos provided and the resolution of the videos a stent fracture could not be confirmed. Based on the information available and review of the x-ray videos provided a stent fracture could not be confirmed and the investigation is closed with inconclusive result. A definite root cause could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address this potential risk. The IFU states: "'cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." Correct stent deployment is described. The IFU states: "confirm that the introducer sheath is secure and will not move during deployment (...) To ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment (...) Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (...) Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position. (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1cm minimum. (...) With distal end of the stent apposing the vessel wall, deployment continues with the following method (...) While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end." Balloon pre and post dilation was addressed: "predilation of the lesion should be performed using standard techniques." And "post stent expansion with a pta catheter is recommended." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.